Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat a patients great saphenous vein (gsv). The catheter lumen was flushed prior to use. The IFU (instruction for use) was followed during catheter preparation, procedure, post-procedure. A guidewire was used during catheter insertion and placement. Tumescent infiltration was not utilized. Local anesthesia (xylocaine) was used. Approximately 50 cm of vessel was treated. The procedure itself was completed without any problems and the vein was reported to have closed. After the surgery, mild phlebitis developed, which was relieved by oral administration of loxonin, but redness and pain appeared around the treated blood vessels 2 weeks later. It was determined to be an allergic reaction, and the patient is currently being treated with prescription of oral loxonin and allegra for two weeks. If there is no improvement, physician will consider oral prednisone or celestamine. Issue is resolved.